Event description:
A surgeon reported a certas plus valve implanted via vp shunt was not working. Revision surgery was performed on (B)(6) 2023. During revision surgery, both catheters were tested and were determined to be working. Upon inspection of valve, it was noted that distal port where peritoneal catheter attaches was bent. Damaged valve was removed and replaced with another valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; a needles holes and cut were noted in the needle chamber. The distal connector was bent. The valve passed the tests for programming, occlusion, siphon guard, reflux, and pressure. The valve was leak tested; only leaked from the needles holes and cut in the needle chamber. Root cause - the root cause for the issue reported by the customer is due to improper handling of the device in view of the connector bent. The root cause for the cut noted in the needle chamber is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance. Additional information received: - patient age and gender: "unknown" - implantation date: "did not hear back on this, unsure of date" - please confirm if the valve was explanted on (B)(6) 2023? "Yes". - please confirm if the valve was replaced on (B)(6) 2023? "Yes". - did the patient experience any signs and symptoms due to valve issue? If yes, please provide details. "Unknown have not heard back from provider." - current status of the patient. "Patient was held overnight in hospital for monitoring. Was released from hospital next day at follow up with no unusual findings.".